Event description:
"Plum a+ not maintaining the programmed rate or factory set rate with no identifiable cause." Upon further query the following information was provided: report received of an independent rate change. The pump was programmed to deliver an unspecified solution by an unspecified mode at a rate of 6.7ml/hr. The volume to be infused (vtbi) was unspecified. An hour later, the nurse reportedly noted an estimated 70ml had infused and the pump display screen indicated that the pump was delivering at a rate of 70ml/hr. It was reported that the patient's blood glucose level had "increased", but no medical interventions were required. Though requested, no additional information was provided.